Manufacturer narrative:
The concerto coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, this coil would not detach. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the concerto coil found implant coil appeared to be damaged and attached to pushwire within the introducer sheath and it was found to be stuck in the introducer sheath. The instant detacher was not returned for evaluation as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found bent at the proximal end. The concerto coil was then pulled out from the introducer sheath. An in-house instant detacher was then selected for use for detachment testing. After 3 attempts, the concerto coil was found to be still attached to the pushwire, and the tack weld replacement (wtr) crimps remained intact. The pushwire was then intentionally broken distal to the break indicator, and the release wire was pulled back. Resistance was encountered, and the release wire broke. The outer jacket was then removed to access the coin. The coin was pulled back from the lumen stop and the implant coil detached as intended. The inner diameter of the lumen stop showed evidence of the coin jammed at the lumen stop. The instant detacher was not returned for evaluation; therefore, any contributing factors from these could not be determined. During evaluation, there was evidence found of the coin jammed against the lumen stop. It is likely that the jammed condition of the coin in the lumen stop led to the difficulty during detachment both during the event as well as during testing. It is likely that the stuck condition of the coin against the lumen stop prevented the tack weld replacement (twr) crimps from breaking and subsequently prevented detachment of the implant coil from the pushwire. The cause for the coin jamming into the lumen stop could not be determined. It is possible that the concerto implant coil became damaged and the pushwire became bent during the attempt to advance the concerto coil through the microcatheter against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ precautions: ¿it is essential to confirm catheter compatibility with the concerto detachable coil. The outer diameter of the concerto detachable coil should be checked to ensure that the coil will not block the catheter.¿ ¿advance and retract concerto detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or ¿scratching¿ is noted.¿ also, ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.